Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test and passed. Perform pairing test with nordic bluetooth device: passed. Tested on global transmitter final functional tester: passed. Share log review and no data found... Bin file analysis: bin log information showed loss of connection within the investigation window. The customer complaint was confirmed because there was an indication of transmitter loss of connection in the bin tool analysis. The reported event of a loss of connection was confirmed. The root cause cannot be determine.